Manufacturer narrative:
A picture was provided by the customer revealing that the patient outlet was broken off. The fitting is screw fit and cannot break off. It is fitted with a torque of 4.5m as instructed in pds 817 rev 003. It is possible for the patient outlet fitting to work loose with rough attaching and removal of patient circuit, but it would only come out from underneath the label with force. In the picture provided by the customer the label is damaged where the patient outlet fitting has been forcibly removed. Based on the evidence of picture assessment, the part had not broken off but has come loose through use and has been forcibly removed.

Event description:
Information was received indicating that during use, a piece on a smiths medical pneupac parapac plus ventilator was reported to be breaking easily. There were no reported adverse patient effects.